Manufacturer narrative:
It is unknown if the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during an ablation procedure, a maestro generator was selected for use. Procedure was impossible to carry out because the maestro monitor was out of order. Procedure was not able to be completed due to this event and had to be cancelled/rescheduled. No patient complications were reported. Product availability is unknown.